Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 07/02/2015 for investigation. Investigation results as follows: visual inspection: visual inspection of the returned autopulse platform was performed and found a disconnection between the load place and the pca. Archive data analysis: a review of the platforms archive data was performed and found user advisory (ua) 16 (timeout moving to take-up position), ua 18 (max take-up revolution exceeded) and ua 42 (force overload tripped) to have occurred near the reported complaint date of (B)(6) 2015. Thus confirming the reported complaint. Functional testing: functional evaluation of the returned platform was performed and found additional user advisories that also occurred on or around (B)(6) 2015: ua 2 - compression tracking error; ua 4 - battery charge state too low; ua 7 - discrepancy between load 1 and load 2 too large; ua 12 - lifeband not present; ua 19 - max applied load exceeded; ua 45 - not at "home" position after power-on/restart. In summary, the customer's reported complaint of user advisories 16, 18 and 42 were confirmed based on the review of the archive data. During functional testing other user advisories were also observed. The connector between the load cell and the pca was re-connected. The pdb was replaced. This type of physical damage can occur due to normal wear and tear and/or physical abuse. The autopulse platform passed all functional testing.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) and ua 42 (force overload tripped) messages. No patient involvement was reported. No further information was provided.